Manufacturer narrative:
Complaint statement (B)(4): the date of the event could not be obtained. Received 1rk 455010p/c200534m for evaluation. We have no further inventory of the material/batch. We have no further complaints on material/batch. We forwarded the complaint and samples to our affiliated location in (B)(4) from which we receive this product. According to their investigation and comments, a check of the material/batch record documentation showed no deviations. Customer returned samples were tested, according to gbo standard testing procedures, with regards to draw volume. All results were found to meet specification. The complaint could not be duplicated.

Event description:
Customer states tubes underfilling. This occurs occasionally and will occur with 1-2 tubes out of a rack of 50 tubes. Most tubes that this is occurring with will only fill with a few drops of blood, some might fill with 1 ml of blood but no more. Straight needles are being used when the tubes are underfilling. Phlebotomist states that he pushes the tube fully forward with his thumb [into the holder] until blood flow is established but doesn't necessarily hold it in place every time. Only one phlebotomist has reported [the issue] but the facility is small with four techs who routinely perform phlebotomy. No photos available.